Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is reporting on behalf of (B)(4).

Event description:
A customer from the USA reported: "the reporter stated that the pump was on a patient, when the screen is being unlocked in the bag. He mentioned that the rate would change and the drug was delivered 16 hours earlier than expected. The reporter confirmed that there was patient involved but no harm was done. Delay in therapy: unknown. Need for medical intervention: no. Human harm: no death/serious injury: no." Additional information received on dec.1st, 2015 and on dec.7th, 2015 : " what were the treatment settings? Rate: 13. Vtbi: 600. Mode: civ . Administration set used (type and lot number): ap402-01 lot #54-266-5g. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) 20g a - &#61973;huber needle. Drug administered: 5fu. What was the bag volume: 600. Did you experience any alarms at the beginning / during / at the end of the treatment, if so, please detail the alarms and their occurrences. Yes patient called from home 36 hours into infusion and kvo rate running. " dec.7th, 2015: " the sn (B)(4) for this complaint."

Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "the reporter stated that the pump was on a patient, when the screen is being unlocked in the bag. He mentioned that the rate would change and the drug was delivered 16 hours earlier than expected. The reporter confirmed that there was patient involved but no harm was done. Delay in therapy: unknown. Need for medical intervention: no. Human harm: no. Death/serious injury: no".